Event description:
The patient experienced nausea, anxiety, increased baseline pain and diarrhea. The pump alarmed. On (B)(6) 2010, the pump was interrogated. The pump logs showed a reset, low battery reset and pump went into safe state on (B)(6) 2010 at 2021. A rotor study/dye study were not performed. The pump and catheter was explanted and replaced. It was noted the eri (elective replacement indicator) was 40 months. The pump delivered dilaudid 30 mg/ml at 0.183 mg/day and baclofen 375 mcg/ml at 2.28 mcg/day. The patient's status after the device was removed was reported as recovered without sequela.

Manufacturer narrative:
(B)(4).